Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no pt involvement in the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The customer returned battery passed test. The device was recertified and returned to the customer. No trend is associated with reports of this type.